Manufacturer narrative:
Analysis of the returned device shows damage to the front flange as it was completely removed or flattened. This type of damage is consistent with damage caused by off-axis or excessive force.

Event description:
Surgeon drilled holes using the microaire drill. Surgeon popped the endotine in place when pulling the forehead to achieve tightness, the endotine popped out of place. There were no patient injuries in this incident.